Manufacturer narrative:
Unit had unresponsive act buttons due to flattened buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test or verify low batt alarm or any alarm due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that battery longevity was very short and battery cap was sent but it did not resolve the issue. Customer's blood glucose was 238 mg/dl. Customer was advised that insulin pump would need to be replaced.